Manufacturer narrative:
Clarification: date of birth: (B)(6). Report source: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl," rupture, "left implant was defective, so silicone got into the lymphatic vessels of our client's left arm," depression, and anxiety."

Event description:
Patient representative reported alcl, rupture, "left implant was defective, so silicone got into the lymphatic vessels of our client's left arm," depression, and anxiety." Pathological markers confirming alcl have not been received. Device has been explanted. This represents the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Previous medwatch submission noted lymphoma - alcl - suspected. Upon receipt of further information from the patient's representative, allergan medical safety has determined that there is no malignancy.

Event description:
Patient representative further reported that the patient has not been diagnosed with alcl and is not receiving oncological treatment, and noted that the patient's initial statements were "inadvertently misinterpreted".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported "capsular contracture baker grade ii-iii", "ruptured device with persistent inflammation", "recurring mastitis arose", "wrinkling", and "typical siliconoma of the left axilla." Treatment for mastitis noted as "antibiotic therapy."

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "capsular contracture baker grade ii-iii" and "ruptured device with persistent inflammation."

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to confirm as it is a medical event not related to the device. Depression: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Granuloma: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-15339. All information has been consolidated into this report.

Event description:
Patient representative reported alcl, rupture, "left implant was defective, so silicone got into the lymphatic vessels of our client's left arm," depression, and anxiety." Pathological markers confirming alcl have not been received. Device has been explanted. This represents the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ depression: unable to observe as it is not related to the manufacturing process. ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening (shell thickness within specification). ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's representative reported alcl (no diagnostic markers known) against an unknown side. Patient's representative stated: "the left implant was defective, silicone got into the lymphatic vessels of [patient's] left arm". Patient also suffers from depression and anxiety. Explanting physician noted rupture with persistent inflammation and capsular contracture baker grade ii-iii. Ultrasound noted siliconoma of the left axilla. Subsequently, the explanting physician has stated that there is no diagnosis of bia-alcl. The device has been explanted. This relates to the left side.